Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment regarding the ventricular channel dropping out when set to less than .8 ma. Analysis also found that the battery drawer was broken. It was also noted that the upper case, lower case and side bail covers were broken, the ring cover and lead flex cover were contaminated and the ring was bent.

Event description:
It was reported that during routine testing, using a fluke sigma pace 1000 in dual a&v mode, the ventricular channel dropped out when set to less than .8ma. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.